Event description:
It was reported that it was ¿impossible¿ to screw the lead into the implantable neurostimulator (ins). The ins was replaced and the lead was connected to the ins. This action resolved the issue. The issue was noted to be with the setscrew. It was later reported that a second ins was used and the patient received effective therapy.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed the setscrew was backed out too far.

Manufacturer narrative:
(B)(4).